Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that power cord had more resistance than allowed when passing electrical tests. It was reported there was no patient involvement at the time the issue was discovered. It was discovered at bench repair that power cord had more resistance than allowed when passing electrical tests. The bench service engineer (bse) determined a replacement of the power cord was required. The investigation is ongoing.